Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. It was reported that serosanguinous fluid was found inside the sterile sleeve of the 5.5. No reported patient harm and the patient remains on support.

Manufacturer narrative:
The investigation into product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19750. B5 patient outcome and mso statement added d6b missing e4 should have been left blank.

Event description:
The decision was made to withdraw care and the patient expired. There was no sepsis or infection against the device. The patients condition was poor peri-operatively. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.